Manufacturer narrative:
Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1; -7.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced low vaulting. On (B)(6) 2022 the lens was exchanged with a longer length and different model lens. This resolved the problem. The cause of the event was reported as user error and noted "very small vault. Surgeon preference change."